Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 10/12/2005 to the present date 10/9/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were production failures (q6 200039780) for out of specification which doe snot correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
The customer reported broken/damaged device.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 10/12/2005 to the present date 10/9/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were production failures (q6 200039780) for out of specification which doe snot correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
The customer reported broken/damaged device.